Manufacturer narrative:
Additional information is being requested from the field. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. This device was never implanted. No adverse patient effects were reported due to no patient involvement.